Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and there was no crimp on the proximal conductor.

Event description:
It was reported that the during the implant, the impedance measured was high. The lead was not used and a new lead was used without problems. No patient complications have been reported as a result of this event.